Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous iliac artery. A 8.0x40x75cm express ld stent was advanced for treatment. However, the stent dislodged inside patient. It was retrieved through snaring and was completely removed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.